Event description:
It was reported that the p waves dropped on the right atrial (ra) lead, and there was also an elevation in lead impedance and non-capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Electrical continuity testing passed. No fracture or insulation breaches were noted. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD): (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008; 4195 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.